Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system message displayed and was unable to be cleared prior to procedures. The pt had received a peribulbar injection but no incision had been made. The procedure was not performed and there was no harm to the pt.